Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. A philips remote service engineer(rse) inspected the system remotely and confirmed the reported event. A philips field service engineer(fse) inspected the system onsite and during troubleshooting found that the flexvision pc's drive bay was defective. Fse replaced the flexvision pc, hard disk drive in the pc and downloaded board software. The flexvision pc was returned for analysis and part analysis confirmed that the hard disk drive(hdd) bay was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the flexvision pc. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.